Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump had cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that he had been having issues with the act button abut after battery change it worked fine. He stated that the pump was exposed to water prior to the button error alarm the day before. The customer treated with the backup pump and his blood glucose was high because of the food he ate. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.